Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion and deformation. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contraction baker grade iii".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.